Event description:
It was reported to philips healthcare that after 6 shocks administered at 150 joules, and 3 administered shocks at 200 joules, the pt would not convert. Another defibrillator was used to administer 1 shock at 360 joules at which point the pt converted. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.